Event description:
A surgeon reported an unexpected refractive outcome following intraocular lens (iol) implant surgery. Additional information was received from the surgeon, who stated the patient was not happy with her vision. He stated she had difficulty seeing and blurry vision. He noted the patient was diagnosed with anisometropia and the iol was exchanged. He stated the patient's symptoms resolved with treatment and the iol did not cause or contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts were made to obtain additional information and a completed questionnaire was received on (B)(4) 2012. (B)(4).